Manufacturer narrative:
Vyaire file identification: identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Evaluation of the log file shows that the safety valve has a 30 lpm leak.

Event description:
The customer reported a leaking o2 safety valve in golden care during use of bellavista 1000. At this time, there was no information regarding patient involvement.